Event description:
Diagnostics were provided that showed that the generator was able to deliver 2 ma of output current when programmed to 2.75 ma. It was noted that the impedance was on the higher side of normal limts at 4339 ohms. It was determined that the generator couldn't provide the full 2.75 ma output current due to this and was expected to only be able deliver 2 ma. No device failure is expected. No further relevant information has been received to date.

Event description:
It was reported that low output current was observed on the patient's generator upon interrogation. No further relevant information has been received to date.